Manufacturer narrative:
(B)(4). Information received from global pharmacovigilance dated (B)(6) 2011 indicates: this is a spontaneous consumer report from the USA of peritonitis in an approximately (B)(6) male coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, during a follow up call regarding the patient's homechoice (hc) device the patient stated that he was now being very meticulous with his supplies because of a case of peritonitis he had about five or six months ago. It was not reported if treatment was rendered or if the patient was hospitalized. It was not reported if the event of peritonitis resolved or if dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies were ongoing. The consumer did not provide a statement of causality. In (B)(6) 2010, the patient experienced peritonitis.

Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (h10i16096, h10h13095) revealed no exceptions during the manufacturing proces. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011 baxter contacted the home patient(hp) regarding an unrelated alarm. The patient reported that they had peritonitis in (B)(6) 2010. No further information was available.

Manufacturer narrative:
(B)(4). As patient discards supplies after each use, a sample was not available for evaluation. This is report 1 of 4 for this incidence of peritonitis. Follow up information will be submitted as it becomes available.